Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b7: not available from facility. Block c: not applicable for this device. Block d4: serial number is unknown. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was discarded, thus no product evaluation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used for a peripheral procedure in a severely calcified distal sfa. During use, the catheter would not thread over the guidewire and became stuck. The catheter and guidewire were removed together as a system. A new catheter and guidewire were used to complete the procedure. No patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is a potential for harm if the malfunction were to recur.